Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room for blood glucose of 600 mg/dl, and high ketones. Ketone levels were identified as life threatening by health care provider. Customer was given intravenous fluids of insulin and saline to address the elevated blood glucose and the issue was resolved. Customer was released from the emergency room later the same day.